Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors instrument tip was broken. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar cautery instrument was analyzed and found to have a broken tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and would have measured approximately 5.91mm x 3.47mm in size. The broken tip adapter also caused the contacts within the tip be broken. The broken contact fragments were not returned. The broken tip adapter made it difficult to install a tip and caused the tip to not be securely attached. Visual inspection was performed and found no external damage to the housing or shaft. The housing was removed for inspection and found no internal damages. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use. This issue can be resolved by using an alternate instrument to complete the procedure.